Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, extrusion of the subject products, bleeding permanent scarring, permanent bodily impairment and related sequelae resulting in substantial interference with plaintiffs' abilities to engage in routine daily activities and sporting activities that she previously enjoyed. Defects and failures in the products necessitated several corrective surgeries and may require additional corrective surgeries, continuing treatment and therapies. Further injuries and damages suffered by plaintiff include, but are not limited to, extreme pain and suffering, permanent bodily impairment, mental anguish, loss of enjoyment of life, general damages and special damages. No further information has been provided.